Event description:
It was reported that the customer experienced high blood glucose of 294 mg/dl. She experienced flu-like symptoms. Troubleshooting ws performed. Insulin exited tubing during a manual prime and no air or leaks were found. Multiple no delivery alarms were found in the insulin pump. Customer had already changed out the set, reservoir, and insulin several times since receiving the alarms. Customer stated there was a bent cannula upon switching out an infusion set, but the high blood glucose persisted after changing it out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.